Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, an alarm was generated due to the power decline. Ventilation didn't stop, however, the device was replaced. There is no reported patient harm associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.